Manufacturer narrative:
(B)(4)

Event description:
Additional information from the patient reports the patient notified managing physician about the discomfort when lying on back and stimulator moving on (B)(6) 2015. The patient reported that the device had not moved after all and everything was fine. The discomfort was due to a rod in the patient's lower spine. The patient will be seeing their spine doctor about it.

Manufacturer narrative:
(B)(4).

Event description:
Patient was uncomfortable when laying on her back. She just began having this discomfort the last couple of days. Then she started feeling around where ins (stimulator) site and realized that ins was no longer in the location it always has been. Ins had "totally moved" in her body. Ins was implanted in upper left hip and always located slightly below the scar. Patient states if you were to draw a diagonal line toward her tailbone, ins was about an inch to an inch and half diagonally down from where ins was originally implanted. Ins was almost to patient's spine now. There was a bulge there and she can feel the ins. She recently had double knee replacement surgery and had to lay on her back all time. There were no trauma/falls reported that could be related to this issue. She was planning on following up with hcp (healthcare provider) next monday. Event date for uncomfortable for patient to lay on back was on (B)(6) 2015. Event date for patient noticed ins has moved was on (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.